Event description:
The surgeon reported via the sales rep, that a male, (B)(6) patient was admitted to the emergency unit and underwent a revision on the (B)(6) 2013 due to an exeter mid shaft stem fracture that had been implanted just over two years ago.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was confirmed. Device evaluation and results:the exeter v40 stem failed in fatigue from a single origin initiating on the lateral side. Deposits observed on the medial side of the stem were primarily biological material with minor amounts of corrosion products observed. Fretting was present along that surface but without evidence of corrosion product in that region. No material or manufacturing defects were observed on the surfaces examined. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of the event could not be determined based on the information available. It was confirmed that the stem fractured in fatigue and there were no material or manufacturing defects observed. Further information such as post operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause.

Event description:
The surgeon reported via the sales rep, that a male, (B)(6) patient was admitted to the emergency unit and underwent a revision on the (B)(6) 2013 due to an exeter mid shaft stem fracture that had been implanted just over two years ago.